Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered symptoms and damage to her body including but not limited to severe pain in her groin, thigh, hip-joint, and back areas; clicking, grinding and slipping of the implant when she walked and went to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; and metallosis and metal toxicity. It is also alleged the pain caused by the loose implant was so bad, the patient has been unable to walk for several months. It is further alleged that she cannot sleep in flat position due to the severe pain she experiences. The litigation papers also allege that patient's surgeon determined after the recall was announced that patient's pain, inability to walk, metallosis, and other symptoms were being caused by the fact that the asr was grossly loose and had shifted substantially.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.